Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent ear infections, swelling and polyps at the implant site, resulting in hospitalization (date not reported). Treatment with antibiotics (type, duration and administration not reported) was unsuccessful, and subsequently, the patient underwent a polypectomy on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. Re-implantation is planned but has not taken place at the time of this report.